Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance. Patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Supplemental 01 should not have used b11 coding, as this is only for ae's associated with pi's, not malfunctions. H2 not checked in supplemental 01. The patient is scheduled for removal due to extrusion. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem "supplemental 01 should not have used b11 coding, as this is only for ae's associated with pi's, not malfunctions. H2 not checked in supplemental 01." Corrected data: supplemental MDR inadvertently coded the report incorrectly.

Event description:
It was reported that lead is now extruding and exposed which could be related to the lead fracture. The patient has consult with surgeon scheduled. No known surgical intervention has occurred to date. No other relevant information has been received to date.